Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable glucose hk gen.3 results for one patient sample. The initial result was 0.04 mmol/l which was reported as 0.11 mmol/l with a data flag twice. This result was reported outside the laboratory. The result was checked "by doing a dextro" and the result was around 2.83 g/l. (0.16mmol/l) the technician and the biologist decided to repeat the sample and the result was 17.06 mmol/l. The customer repeated the sample again on (B)(6) 2015 and the results were 16.30 mmol/l, 15.94 mmol/l, 16.24 mmol/l, 16.62 mmol/l and 16.45 mmol/l. It was unclear if the testing was performed with the same patient sample. The patient was not adversely affected. The glucose reagent lot number was 606240. The expiration date was requested, but was not provided. Based on review of the provided reaction kinetics, it appeared either no sample and/or no r2 reagent was pipetted.

Manufacturer narrative:
A specific root cause could not be identified. Upon further evaluation, it was determined the r2 reagent was pipetted correctly. Therefore it was assumed that not enough sample was pipetted due to a preanalytic issue. As all measurements were done from one sample tube, drug interference could be excluded. It was noted all calibration and qc results were fine.